Event description:
As reported by medical affairs, a j&j hcs representative transferred the husband of a deceased unspecified j&j ivc filter patient for information on a lawsuit and to report an adverse event. The patient had an unspecified j&j ivc filter implanted in "the stomach" on 2009/u/u, when the patient had gastric bypass surgery. The product code for the filter may have began with a "gb" or "gr" and was described as a barbed cone-shaped filter made by j&j, which could not be further clarified. Weight at time of implantation was (B)(6), weight at time of event was not obtained. When reporter awoke on (B)(6) 2014, the patient was found unresponsive. The patient was taken to the hospital and admitted to the ICU and had a "tube down her throat" on (B)(6) 2014. Patient was diagnosed as having had a seizure, two bilateral strokes, and a heart attack on (B)(6) 2014. It was reported that the patient was unable to have an MRI due to the filter and the machine at the hospital. It was further reported that the patient/reporter was told that the filter could not be removed. It was reported patient was "coming around" then all of the sudden experienced a heart attack and passed away on (B)(6) 2014. It was reported the ICU physician informed reporter that "if she came out of it she would be nothing but a vegetable", which was not further clarified. The reported stated that the ICU physician told the reporter that the unspecified j&j ivc filter was believed to be the cause of death described as the filter may have migrated or disintegrated causing the clot to go, which was not further clarified. Patient's height was unknown but estimated to be 64 or 65-inches. It was reported patient was on several concomitant medications which were unknown to the reporter described as he could not remember them. It was reported after the patient's death the reporter did some research and found out there had been a recall on the unspecified j&j ivc filter. It was reported the reporter was involved in a class-action lawsuit for which he was seeking an update on. It was reported that it has gone through the courts and we (cordis) were found guilty but reporter's lawyer told him that they were waiting on cordis in california to make a decision and for compensation. Request to contact physician was not obtained as physician information was unavailable. No further information was obtained at time of call.

Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, a j&j hcs representative transferred the husband of a deceased unspecified j&j ivc filter patient for information on a lawsuit and to report an adverse event. The patient had an unspecified j&j ivc filter implanted in "the stomach" on (B)(6) 2009, when the patient had gastric bypass surgery. The filter was described as a barbed cone-shaped filter made by j&j, which could not be further clarified. Weight at time of implantation was (B)(6), weight at time of event was not obtained. When reporter awoke on (B)(6) 2014, the patient was found unresponsive. The patient was taken to the hospital and admitted to the ICU and had a "tube down her throat" on (B)(6) 2014. Patient was diagnosed as having had a seizure, two bilateral strokes, and a heart attack on (B)(6) 2014. It was reported that the patient was unable to have an MRI due to the filter and the machine at the hospital. It was further reported that the patient/reporter was told that the filter could not be removed. It was reported patient was "coming around" then all of the sudden experienced a heart attack and passed away on (B)(6) 2014. The reporter stated that the ICU physician told the reporter that the unspecified j&j ivc filter was believed to be the cause of death described as the filter may have migrated or disintegrated causing the clot to go, which was not further clarified. It was reported patient was on several concomitant medications which were unknown to the reporter described as he could not remember them. There was no sterile lot number provided and the product will not be returned for analysis, therefore no DHR review nor product investigation will be conducted. Ivc filter migration is a known potential adverse event associated with ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning [¿sail¿ effect (cranial migration) of large clot burden] within the filter and in patients who were in a dehydrated state when the filter was placed and have since re-hydrated thereby expanding the diameter of the vena cava. It was also noted that the patient was found unresponsive and had an mi and two strokes. It was not noted when these occurred or if CPR with chest compressions was performed on the patient nor is possible to determine the specific timing of the possible filter migration. Inferior vena cava filter migration to the right ventricle has been noted to result in ventricular tachycardia. Without films of the reported event there is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product will not be returned for analysis and no sterile lot number was known, therefore no DHR review nor product investigation will be conducted. This report is being submitted for an unk product as specific product information was known such as lot or catalogue numbers. This report is being submitted as an initial/final report.